Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, patient experienced glare and halos. Clinical reason was mentioned as patient requested for the lens explantation. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).